Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the receiver battery failed on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.